Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow up. The right ventricular lead exhibited noise. The lead remained implanted.